Event description:
It was reported the pump and catheter were removed and the patient had additional health issues. It was unknown if the health issues were related to the device system and therefore the system was explanted. It was further reported the patient experienced fluid in the pump pocket and the pump pocket may have had cerebrospinal fluid (csf) tracking from spine intrathecal puncture. The event was not believed to be attributed to the catheter or pump, but the wound track. The distal end of the catheter was intrathecal and the pump was in the abdominal region. The event was not attributed to medication or programming. According to the healthcare provider (hcp) the pump pocket was aspirated (date unknown) prior to pump removal. The pump was explanted on (B)(6) 2014 and the patient was doing well and the pain therapy was being managed by the hcp. The pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.